Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2015 with the following findings: the keypad was peeling and was torn. The up and down arrow buttons were intermittently responsive, while the contrast button was not working. Contamination was found under all of the button contacts when the keypad was removed. The display was dim and discolored. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that buttons on the keypad were intermittently responsive with contamination under the button contacts. It was also revealed that the display was dim and the battery compartment was cracked. This report is made based on results of investigation completed on 03/04/2015.